Event description:
It was reported that the insulin pump alarmed weak battery and battery out limit. Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 184 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done for battery issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.